Manufacturer narrative:
(B)(4). Unit received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement test or verify the external flash crc error alarms due to the blank display. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he received an external flash crc error alarm three times in the last week. The customer¿s blood glucose was unknown. During troubleshooting, the customer said that the alarm did not occur during the rewind/prime sequence. He was assisted with performing a self-test and the pump passed. The insulin pump was returned for analysis.